Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned pump was visually inspected. The returned pump was cut from the catheter. No cannula and catheter kink observed. No broken impella blades observed. No biomaterial found. The low flow cannot be reproduced because the pump cannot connect to aic (automated impella controller). The root cause of the issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the device had low and resolving flows. The team went through all levels of troubleshooting and multiple repositions. It was decided to replace the impella cp device. A new impella pump was successfully placed. No patient harm or injury noted.